Event description:
It was reported that the patient experienced a revision of a inflatable penile prosthesis(ipp) pump due to the pump not working. The pump size shrunk after being implanted and is no longer able to pump water to the cylinder. The physician rules that there is a quality problem with the pump. The patient has an infectious disease and therefore the device was not recovered. A patient outcome of stable was reported.

Manufacturer narrative:
Additional information received that the device can not pump water to the cylinder since the pump shrunk after implantation. The patient has an infectious disease. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual inspection found no leaks. The pump failed the 8lb activation test (2) as it required more than 8lbs of force to activate. The were no defects found that could be related to the reported infection. A labeling review confirmed that infection is included as a potential adverse event. Based on the investigation results, an evaluation conclusion of cause traced to component failure due to defect on the pump.

Manufacturer narrative:
Additional information received that the device can not pump water to the cylinder since the pump shrunk after implantation. The patient has an infectious disease.

Event description:
It was reported that the patient experienced a revision of a inflatable penile prosthesis(ipp) pump due to the pump not working. The pump size shrunk after being implanted and is no longer able to pump water to the cylinder. The physician rules that there is a quality problem with the pump. The patient has an infection disease and therefore the device was not recovered. A patient outcome of stable was reported.

Event description:
It was reported that the patient experienced a revision of a inflatable penile prosthesis(ipp) pump due to the pump not working. The physician rules that there is a quality problem with the pump. The lot of this pump is found on the recall list. A patient outcome of stable was reported.